Event description:
Customer reported air bubbles or gaps in the infusion set tubing between the t:lock and the patient, impacting blood glucose levels, which displayed as "high." To address the issue, the customer administered a correction bolus via the pump and manual injections and changed the infusion set and tubing before resuming insulin delivery. There was no reported need for third-party assistance. No additional information was received regarding the outcome of the event.